Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received. The photograph provided shows explanted femoral component which shows some foreign material likely bone cement. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)4). D10- medical product articular surface (mc) left 10 mm height item# 42512100810 lot# 65541514 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to femoral loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a2, b4, b5, d2, g1, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.